Manufacturer narrative:
Other, other text: returned device was received with a broken end cap on the tidal volume knob. Battery cap is difficult to remove with a minor bent corner of the housing. During the evaluation of the device the customer reported condition was not confirmed. No fault found. Problem source was traced to user interface. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Ro 1088056: unit does not low pressure alarm.

Event description:
Information was received indicating that a smiths medical pneupac parapac ventilator does not alarm low pressure. There were no reported adverse effects.